Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system drawer not able to recover and cubie pocket controlled not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.